Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain. The tissue around the hip was gray/black. The hip fluid was cloudy. The cup position was vertical and had fibrous ingrowth.